Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report high and low blood glucose events that occured yesterday. Blood glucose reading at the time of the call was 133 mg/dl. Customer stated that the blood glucose reading was 599 mg/dl at 1pm yesterday and she woke up feeling ill at 1am and her blood glucose reading was 53 mg/dl. Customer declined troubleshooting for high and low blood glucose because she thinks that the issue was with her infusion set. Nothing further reported.